Event description:
It was reported the patient had a revision surgery in (B)(6) 2013 to have a non-ams sling removed and a monarc sling implanted. The patient has been experiencing intermittent retention ever since the first sling was implanted, but the patient is not obstructed. No additional patient complications were reported in relation to this event.

Event description:
Additional information received on (B)(6) 2014 indicated that the ams sling was actually a miniarc precise implanted on (B)(6) 2013.

Manufacturer narrative:
Date implanted: (B)(6) 2013.

Manufacturer narrative:
(B)(4).